Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported "unrecognized 3 occlusion" which was not reproduced due to an unrelated issue. The reported symptom was verified and found during a visual inspection to be caused by the downstream force sensor flex which was unplugged (while in the field), which would prevent the downstream force sensor from detecting a downstream occlusion. The force sensor flex was reconnected to the input/output printed circuit board to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "unrecognized.3 occlusion". There was no known patient involvement associated with this event. No additional information is available.